Manufacturer narrative:
Other, other text: one cadd legacy 6400 pump was returned for analysis. There was no evidence found of the fault during review of the device history log. Accuracy testing was performed; no accuracy delivery issues found. Based on the evidence, there was no fault found as the complaint was not confirmed.

Event description:
Information was received indicating that during testing, a smiths medical cadd legacy pump failed accuracy (-8.25%). No patient was involved in this event. No adverse effects were reported.